Manufacturer narrative:
The technician found the bearings, bushings and adaptor plates were worn. The technician replaced the parts to repair the bed.

Event description:
Info received indicates the brake casters will not hold when engaged in brake.